Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted and all of the buttons functioned properly. However, corroded keypad traces.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 129 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.